Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system developed a pocket erosion and a subsequent infection. Surgical intervention was performed and the s-ICD system was explanted. The pocket was flushed and cleaned with antibiotic treatment. Intravenous antibiotics were also administered to the patient. No additional adverse patient effects were reported.